Event description:
It was reported that the right ventricular lead triggered a lead integrity alert for oversensing. The episodes appeared to be t-wave oversensing during non-sustained ventricular tachycardia. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.